Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 468 mg/dl. The customer was assisted with clearing the alarm and advised to disconnect and reconnect the tubing and reservoir and push the insulin manually through the tubing. The customer reported that insulin did not exit. The customer was advised to assemble a new infusion set with the current reservoir and push insulin through the tubing. The insulin did not exit. The customer was advised to try a new reservoir with the current set and run a manual prime to at least 5 units. The customer reported that the insulin pump did not alarm. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.